Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular (rv) lead exhibited noise, high capture threshold, high pacing and defibrillating impedance. It was further confirmed that the cables were externalized by fluoroscopy imaging. The rv lead was capped and replaced on (B)(6) 2021. Patient was stable throughout.